Event description:
It was reported that the pump shows error code 45985, system fault alarm. The incident was observed during a functional test. There was no patient involvement.

Manufacturer narrative:
E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the device emitted no sound. The customer's reported issue was confirmed, the pump shows error code 45985. The main board was replaced to resolve this issue. The beeper was replaced to resolve the sound issue.